Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's physician had adjusted the pump's personal profile settings and the customer believes this may have impacted blood glucose (bg) levels. The customer had a bg level of 500 mg/dl with moderate ketones. Correction boluses were delivered through the pump and the bg was lowered to 119 mg/dl. Tandem technical support advised the customer to consult with the physician regarding the recent high bg level.